Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred due to an internal failure of the emergency lamp. Since there was no further information, we could not identify the root cause of the internal failure of the emergency lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information regarding the event: the problem was found before an unspecified therapeutic procedure. It was unknown whether a pre-use inspection was carried out. The procedure was completed without any equipment exchanges. There was no delay in procedure.

Event description:
The customer reported to olympus, the emergency lamp indicator was blinking on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered internal failure of the emergency light and output connector (light guide connection part) was loose due to wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.